Event description:
It was reported that during a laproscopic cholecystectomy procedure the device was fired and the first and second staple was fired on the cystic duct. The third staple fell in the abdomen, but was easily retrieved. After checking the first two staples applied the user realized that the first two had opened up and were in the patient abdomen. They were also easily retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.